Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 staples malformed. The surgeon put some over stitches to complete the case.